Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain set peep (positive end expiratory pressure), low exhaled tidal volume (vte) and low inspiratory tidal volume (vti) were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain set peep (positive end expiratory pressure), and that both its exhaled tidal volume (vte) and inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported issue.